Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected, h4; the correct manufacture date was 26apr2007. Based on the results of the investigation, the events, ¿foreign material came out of the nozzle¿, ¿foreign material on the glue at objective lens¿, and ¿foreign material on the glue at light guide lens¿ were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown from obtained information if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope image was noisy and there was fluid invasion with no leakage. The device was returned for evaluation. During the device evaluation, it was found that the nozzle, adhesive around the objective lens, and the adhesive around light guide had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation also found that the bending angle in up direction did not meet the standard value due to wear of the angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, adhesive on the bending section cover had a white-clouded area, water removal ability did not meet the standard value due to clogging the nozzle, adhesive around objective lens was peeled, adhesives around the light guide lens had white-clouded area, plastic distal end cover had a scratch, connecting tube had buckling and a scratch and its coating was peeling, suction connector had discoloration, protector of universal cord on control section side had a scratch, universal cord had discoloration, grip had discoloration, and the control unit had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.